Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri - eri triggered on (B)(6) 2010, one day prior to the install of ramware 8. Battery voltage steadily decreased from 2.83 v to 2.59 v between the week of (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri - eri triggered on (B)(4)-2010, one day prior to the install of ramware 8. Battery voltage steadily decreased from 2.83 v to 2.59 v between the week of (B)(4)-2010. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device battery prematurely depleted and the device reached elective replacement indication. The device was explanted and replaced. No patient complications have been reported as a result of this event.